Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 600mg/dl. Customer stated that the insulin pump was under delivering. Customer's current blood glucose value was 500mg/dl. Customer reported nausea and rotten feeling as symptoms of high blood glucose levels. Customer was unable to troubleshoot for insulin flow block or bent cannula since she was sick and wanted to throw up. Customer stated that she had a healthcare professional's visit yesterday . Insulin pump will not be returned for analysis.